Event description:
It was reported to boston scientific corporation that a nasobiliary catheter was used during a endoscopic nasal bile drainage procedure.according to the complainant, when they attempted to remove the device after placement, the tube became separated. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The device was received separated into two pieces. A visual examination of the two fragments found that the ends had been cut cleanly with a scalpel or similar instrument. Additionally, score marks were identified at the extrusion. The condition of the returned incident device was consistent with the complaint that the device was separated. However, analysis of the fragment ends found evidence of the device having been cut. Therefore, the most probable root cause is user error.

Event description:
It was reported to boston scientific corporation that a nasobiliary catheter was used during a endoscopic nasal bile drainage procedure. According to the complainant, when they attempted to remove the device after placement, the tube became separated. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.